Manufacturer narrative:
(B)(4). A sample has been received and decontaminated. Per the sample decontamination photos, and visual evaluation it was confirmed that the sucker tip had detached from the handle as indicated by the customer. A review of the DHR and receiving inspection records was performed and no issues were noted. A definitive root cause could not be determined at this time. Further evaluation will be conducted by our supplier. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up. The case level gtin for this pack is (B)(4). The production identifiers are (B)(4).

Event description:
The customer reported that during surgery and on cardiopulmonary bypass, the tip of the sucker came off. There was a short, undisclosed delay to the procedure while the surgeon found the tip and removed it from the chest, without incident. The product was changed out. The surgery was completed successfully. There was no patient injury or blood loss.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular systems in the initial report submitted november 29, 2016. Upon further investigation of this reported event, the following information is new and/or changed: (indication that this is a follow-up report). (Follow-up due to additional information) (identification of evaluation codes...) (B)(4). Based on the evaluation of the supplier, it is possible for the assembly process to force the adhesive out of the bond area due to a tight interference fit of the joint. It is also possible that the assembler failed to apply sufficient adhesive. A temporary deviation of a 100 % pull and tug test of the tip was implemented in april, 2016. As part of our supplier's corrective action the fixture used to bend the sucker now has a pull test function to check the glue joint. Additionally the basket (tip) inner diameter was increased to reduce the potential of the adhesive being displaced during assembly. Both the oq and pq validations were performed for the new process and passed . All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.